Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00078: case 1, 3025141-2019-00079: case 2, 3025141-2019-00080: case 3, 3025141-2019-00081: case 4, 3025141-2019-00082: case 5.

Event description:
Following implantation of an acutrak screw, the patient experienced radio-capitellar arthrosis (grade 1), avascular necrosis, and class I heterotopic ossification, detected radiographically. Case 6. From: article: large coronal shear fractures of the capitellum and trochlea treated with headless compression screws. Mighell, mark; virani, nazeem a.; shannon, robert; echols jr., eddy l.; badman, brian l.; keating, christopher j. J shoulder elbow srug (2010) 19, 38-45.